Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. It was not reported when the alleged meter inaccuracy began. The patient claimed obtaining a blood glucose reading of ¿13 point something mmol/l¿ with the subject meter. The patient was unable to recall the other results that were performed within 20 minutes of each other but claimed they read ¿lower.¿ the patient reported that at the time of the alleged issue he was experiencing symptoms of ¿sweating and dizziness¿; symptoms he associated with hypoglycemia. The patient denied receiving medical treatment. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter. The csr noted the same approved sample site was used for testing and the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.